Event description:
It was reported that the implant at tooth site # (B)(6) was removed due to peri-implantitis. Prior to the procedure the surgeon reported that local anesthesia of 1 cartridge of 2% lidocaine with 1-100,000 epinephrine one cartridge of 4% articaine with 1:100k epinephrine was administered to the patient. A ftmpf db release was developed in the area of # 28 and # 30. 4/5/4x11.5 mm 3i prevail implants were placed in each site with excellent initial stability. 3mm encode abutment placed seating confirmed with radiograph. Each wound irrigated with normal saline and gel foam. The soft tissue reapproximated with interrupted 4-0 vicryl suture. Gauze hemostasis was achieved. The patient tolerated the procedure well the patient was turned over to the anesthesia recovery team in a stable condition. Post operative instructions were given to the patient's escort. Following application of appropriate aesthesis monitoring devices, intravenous sedation/general aesthesis was achieved and maintained through a 22-gauge IV in the right ac. Zofran 4mg given for nausea and dexamethasone 9mg to prevent swelling. Local anesthesia was achieved with 2 cartages of 2% lidocaine with 1-100,000 epinephrine, 2 cartridges of .25% marcaine with 1-200,000 epinephrine, and 1 cartridge of 4% septocaine with 1-100,000 epinephrine. It was originally reported that a bite block and throat screen were utilized throughout the entirety of this case and that a full-thickness mucoperiosteal flap was developed at the implant sites 19 and 30. Each implant was removed in its entirety. Tt was later confirmed that there was no issue with tooth site # 19, and that the implant at tooth site # (B)(6) was the actual implant that was removed. Granulated tissue was removed with a curette. The site were copiously irrigated with normal saline. The site was then grafted with puros and allogenix. Gelfoam was placed over each bone graft. The soft tissue approximated with a figure-of-eight chromic gut suture. The bite block and the throat screens were removed. Gauze hemostasis was achieved. The patient tolerated the procedure well. The patient was turned over to the anesthesia recovery team in the stable condition. Patient was giving hydrocodone 5 and clindamycin. Patient was given chlorhexidine rinse preoperatively. The implant was site was grafted. Symptoms as a result of the event: bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age: approximately 82 years, and 8 months old. . A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.